Manufacturer narrative:
Adverse event/outcomes to adverse event: the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6) / study name: (B)(6), patient ID # (B)(6). PMA/510k: PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complication/adverse event.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesion of the right proximal and mid sfa. Approximately 12 months post index procedure, the patient experienced an in-stent restenosis on the right mid sfa. A successful revascularization of the target lesion was performed on (B)(6) 2019. The physician indicated this is not related to the procedure and possibly related to the study device.